Event description:
A customer observed positively biased glucose qc results on the vitros 950 system. No biased results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.